Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 97715 pain stim ipg & 977c265 pain stim lead implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.